Manufacturer narrative:
(B)(4).a device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump had experienced failure code 814:04 on channel c, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Additional information: this device is a remediated colleague pump with a user interface module software version of 6.63.92. Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 on channel c was confirmed in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause was provided during product evaluation. The channel c pumphead module was replaced as a precaution. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This device is currently in the process of being evaluated. A follow-up medwatch will be submitted upon the receipt of evaluation results or if any additional information becomes available.